Event description:
The user facility reported a 62-year-old male with cardiomyopathy was implanted with an impella for mechanical circulatory support. The 5.5 had issues with the delivery. The team used many troubleshooting measures to get the pump delivered to the left ventricle. The pump was supporting for 3 days when the pump was explanted with concerns for flow saturation and abnormal readings on the automated impella controller (aic). Patient stable after explant awaiting the new heart. No patient harm reported due to the issue.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the delivery issue and saturated flow has been completed. The impella device and data logs were returned for evaluation. Visual inspection found biomaterial within the cannula and interacting with the impeller. A cannula kink was also observed near the outflow cage. The logs confirmed that the false pump in aorta alarms triggered after a motor current spike. Saturated flows followed afterwards as well. The motor current spike is evident of biomaterial ingestion. The cause of the saturated flow is biomaterial. False impella in aorta alarms can be triggered when a clot is ingested. According to the clinical, the patient had small vessel size. The product was returned and visually inspected. No abnormalities related to delivery issue were found. The cause of the delivery issue is patient condition.